Manufacturer narrative:
Additional information: on september 8, 2020, mentor became aware that the patient underwent bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness and breast mass h6 patient code 3191: medical device removal. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 7/26/2019, mentor received additional information that the patient experienced bilateral autoimmune disorder, breast pain on the left side and breast mass on the right side. The patient has been diagnosed with psoriatic arthritis and joint diminishing. Symptoms also included red feet and a small lump on the right breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 550cc and experienced bilateral generalized illness post-operational, including symptoms of arthritis, chest pain, fatigue and weakness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.